Event description:
Hcp reported the pt presented with symptoms of an infection of the lead track including redness, drainage, and incisional would opening. A culture was done, but the source and results were not reported. The pt was treated with IV antibiotics and oral antibiotics. The infection resolved. The pt had a risk factor of urinary tract infections.